Event description:
It was reported that a highly calcified proximal rca lesion and distal intermediate lesion required evaluation with a pressure wire. First, the runthrough guidewire was inserted as a "buddy wire" and experienced difficulty. The pressure guidewire (gw) would not cross the distal lesion. The physician then passed a 2.0mm x 15mm balloon catheter over the pressure gw in an attempt to get greater support but the balloon catheter would not cross the proximal calcified lesion and as a result, the guide catheter (gc) lost support. It was decided to take out the balloon catheter but it was trapped and wrapped around the wires. Excessive force was necessary to pull the pressure gw back into the gc. When the device was taken out of the patient, it was observed that the pressure gw lost its distal segment and was broken into 2 pieces. Both pieces were retrieved successfully from the pt. The physician's theory was that due to the extreme calcium proximally, the wire had looped more proximally and weakened its integrity. This made it liable to snap when it was pulled back under greater than normal torsion. The pt was not compromised and was released according to the original treatment plan but the case procedure was aborted.

Manufacturer narrative:
(B)(4). The pressure guidewire (gw) was returned and during examination, it was observed that the device was separated in the flexible coil area. The flexible coil on the proximal wire segment was unraveled and the broken core wire was exposed. The section of hypotube just proximal to the flexible coil was kinked and bent. The flexible coil on the distal wire segment was severly curled with the broken end of the core wire exposed. The pressure sensor was intact. All portions of the pressure guidewire were accounted for. The possible root cause for the observed damage to the wire became bound towards the distal end, in the flexible coil area, and continuous torque was applied which curled up the flexible coil area of the wire causing the core wire metal to eventually fatigue and break. The complaint description also reports that excessive force was required to pull the wire back into the guide catheter. Therefore, it is possible that the combination of the pressure gw being bound and the excessive force applied during the procedure resulted in the observed damage. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The MFR requested a copy of the angiogram associated with this case; however, no angiogram was made available. The physician states "pressure guidewire was not to be blamed for the event." No adverse events or pt injury were reported. No further action is required.